Manufacturer narrative:
Product event: (B)(4). Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During a bles procedure, the wire on the intact wand fractured and detached. The wire remained in the patient with no adverse effect reported.

Manufacturer narrative:
Brief description of complaint: one of the wires between the struts on the wand broke during activation. It was noted that specimen was left inside the breast tissue. Investigation conclusion: the reported issue was confirmed. There is one wire break within the multileaf element and the polyimide tubing insulation is degraded and melted. Tissue and coagulum buildup on the stew and the confinement tip can cause a change in the rf energy electrical path. When this occurs, the rf energy path may be altered such that the energy is directed to the tissue on the stew and the confinement tip, rather than to the patient; it is probable the polyimide tubing insulation, trocar tip legs, and the confinement sleeve tip will degrade. However, it cannot be definitively determined as to what caused the wire break. If information is provided in the future, a supplemental report will be issued.

Event description:
During a bles procedure, the wire on the intact wand fractured and detached. The wire remained in the patient with no adverse effect reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.